Manufacturer narrative:
Conclusion: recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Hypotension is a known potential adverse effect per device instructions for use (IFU). Low cardiac output and hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Cardiac arrest is also a known potential adverse effect per the IFU. The cardiac arrest was likely related to the patient condition or procedure. Vascular related complications, such as occlusion, are also known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects. An autopsy was not performed. As the physician noted, this was not a valve-related issue. It was reported that this patient had severe aortic stenosis causing low flow and low gradient, a severely impaired left ventricle, and severe mitral regurgitation. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. Therefore, the cause for this event, appears to be potentially suicide ventricle and/or lack of flow through the lima during valve deployment. The ventricle was severe at baseline and did not recover. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There was no information to suggest a device quality deficiency was related to these events. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(4), ubd: 18-jun-2023, UDI#: (B)(4), product analysis: the valve remains implanted, and the delivery catheter system (dcs) was discarded, therefore no product analysis will be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with severe aortic stenosis causing low flow and low gradient, a severely impaired left ventricle, and severe mitral regurgitation, under general anesthesia vascular access was achieved via surgical cutdown at the subclavian artery approach. The decision was made to not use a sheath d ue to the size of the subclavian artery. It was noted, the implant team was aware of the risks of a left internal mammary artery (lima) occlusion in this patient and elected to proceed with the valve implant. While temporarily paced at 140 beats per minute (bpm), the valve was positioned and deployed to 80%. The valve depth was too low; the valve was recaptured and repositioned. The patient presented with a very low cardiac output. The valve was repositioned at a higher depth and was fully deployed. The patient's pressure remained low. Cardiopulmonary resuscitation (CPR) was initiated. The delivery catheter system was withdrawn from the patient and the implant team ensured the sheath had not occluded the lima. The patient converted to pulseless electrical activity. Seventeen direct current shocks were administered while alternating with CPR for ten minutes. An echocardiogram was performed and showed the valve was in an adequate implant position and was functioning, there was no evidence of a pericardial effusion; however, the left ventricle was not contracting. Emergency medications were administered during the cardiac arrest, but resuscitative measures were unsuccessful. It was reported the patient's left ventricle was severely impaired prior to the implant procedure and did not recover. Cardiac output could not be re-gained and the patient died. Upon review of this case including procedural images the cardiologist reported the cause of death appeared to be a possible suicide ventricle and/or the lack of blood flow through the lima during valve deployment. An autopsy was not performed.